Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the stop on the drill bit is not engaging which could allow the surgeon to completely drill through the patella.